Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient¿s medical history includes hx, scs, and chronic pain. The patient reported falling in (B)(6) and not feeling in back. The healthcare professional (hcp) did an x-ray which looked good. The patient was moved to a new group and is now feeling in their back. The issue was resolved at the time of the report and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.